Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, quality engineering performed, an evaluation of the device. And it was determined, that the device failed visual inspection, due to the condition of the cap. It was further determined, that the cap was received broken in multiple pieces. And therefore, most of the test steps could not be performed. It was noted, that the cap broke in three big pieces. And the most probable cause for the found defect was improper handling by the customer. This was most probably caused by being misaligned, during the use. Therefore, the reported condition was confirmed. The assignable root cause was determined, to be traced to user, which is user error. H6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Initial reporter phone: the initial reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the femoral head impactor replacement cap device broke into pieces while impacting the head. According to the reporter, there was a very small scratch on the ceramic femoral head implant. It was further reported that the wound was irrigated, all visible pieces were retrieved from the patient and pieced back together to reform the impactor tip. It was noted that it was unknown if any micro particles were generated. It was reported that there was a two minute delay to the surgical procedure. It was noted that the device was reintroduced to the tray after being asked to isolate it, following a previously reported event. It was further reported that the device was taken from a sterile field and the procedure was completed as planned. There was patient involvement reported. There were no reports of injuries, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.